Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported an unspecified malfunction/issue occurred. On (B)(6) 2025, it was reported that the patient had a bleeding problem and they mentioned they just got home from the hospital 2 days ago. She confirmed she had severe hyperglycemia, 522 mg/dl, did not mention if cgm or bg meter. She mentioned she already reported details when she called beta bionics. She complained she got worn out from that call and does not want to go through the questions about hospitalization. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the supplemental MDR, additional information became available. It was reported an unspecified malfunction/issue occurred. On 07/16/2025, it was reported that the patient had a bleeding problem and they mentioned they just got home from the hospital 2 days ago. She confirmed she had severe hyperglycemia, 522 mg/dl, did not mention if cgm or bg meter. She mentioned she already reported details when she called beta bionics. She complained she got worn out from that call, and does not want to go through the questions about hospitalization. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
B3 date of event - correction. B5 describe event or problem - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported an unspecified malfunction/issue occurred. On (B)(6) 2025, it was reported that the patient had a bleeding problem and they mentioned they just got home from the hospital 2 days ago. She confirmed she had severe hyperglycemia, 522 mg/dl, did not mention if cgm or bg meter. She mentioned she already reported details when she called beta bionics. She complained she got worn out from that call, and does not want to go through the questions about hospitalization. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.